Manufacturer narrative:
Batch review performed on 23-sep-2019: lot 1901455: (B)(4) items manufactured and released on 21-may-2019. Expiration date: 2024-may-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection after about 1 month, the pathogen is (B)(6). The surgeon performed a washout and revised the medacta versafitcup dm liner hc 50/28 with a medacta versafitcup dm liner hc 50/28. The surgery was completed successfully.